Event description:
On (B)(6), the reporter contacted animas, alleging that all of the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: testing confirmed that all keypad buttons were responsive to button presses and functional. The keypad had no visible sign of damage. No contamination or any other anomaly was found. The keypad wire was firmly seated in the connector with no signs of damage or contamination visible. The bolus button cover and plug were detached from the pump, exposing the internal contact. No evidence of contamination or other anomalies were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).